Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that they had a problem with the infusion lines being clogged up causing them to have high blood glucose. They changed the infusion set. The customer¿s blood glucose level during the incident was 297 mg/dl. The customer then had a high blood glucose level of 400 mg/dl. They ate lunch and did a bolus. The customer¿s current blood glucose level was 430 mg/dl, which they will treat with a manual injection. Troubleshooting was not performed. The device will not be returned for analysis.